Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in the 200-250 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.